Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (217-400 mg/dl) and insulin injections were administered to address the high bg level. The customer thought that the infusion set site may be a possible cause of the high bg and was changing the site every 1.7 days. A pump system check was performed using the current pump supplies and no device issue was identified. The customer was to discuss different types of infusion sets with a healthcare provider.